Event description:
During surgery a facility reported a carotid endarterectomy cancellation secondary to disposable hotline tubing defect that led to possible delivery of warming water through the IV tubing instead of blood into the patient. The warming water used in the hotline blood warming device is not sterile and this being injected into the patients blood stream due to a tubing defective is life threatening. The tubing had a defect where rather than delivering the warmed blood, it was delivering the fluid/water being used to warm the blood. The surgical case was aborted immediately. Device tubing info: smiths medical, lot #4265393, reference #l-370, exp. Date 2026-06-14, gtin: (B)(4). Manufacturer response for hotline blood warming device, hotline (per site reporter). Message sent to the rep but no response.